Event description:
The complainant alleged that while monitoring a pt, age and gender unknown, the device display blanked out. The complainant indicated that they were able to continue while monitoring using the recorder. There was no adverse effect to the pt as a result of this reported malfunction.